Event description:
It was reported that this pacemaker was attempted due to pacing inhibition, and pacing rate not as expected from what is suspected to be a product defect. No additional adverse patient effects were reported. The device has not been returned. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was attempted due to pacing inhibition, and pacing rate not as expected from what is suspected to be a product defect. No additional adverse patient effects were reported. The device was returned for analysis.